Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 342mg/dl at time of call. The customer was dehydrated, nauseous, and had weight loss. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was performed and the test failed twice. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.